Event description:
It was reported that pump experienced malfunction where screen did not work properly and pump was not showing data. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support and no additional information was received regarding any further actions or outcome.